Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the suture had cut the lead and breached the insulation of the lead. During implantation, the lead gave satisfactory electrical measurements while in the atrium. The physician noticed the suture sleeve had come off. Another suture sleeve was used. When tightening the suture, the suture cut the lead and breached the insulation. As a result, a new lead was successfully implanted. No patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. However, through visual inspection, it was found that the suture sleeve was cut or torn in half. This damage is consistent with a suture being tied very tight onto the lead/suture sleeve.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the suture had cut the lead and breached the insulation of the lead. During implantation, the lead gave satisfactory electrical measurements while in the atrium. The physician noticed the suture sleeve had come off. Another suture sleeve was used. When tightening the suture, the suture cut the lead and breached the insulation. As a result, a new lead was successfully implanted. No patient adverse effects were reported. The lead was returned for analysis.